Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies to resolve the issue, however, a replacement pump was sent to the customer to resolve the issue.